Event description:
It was reported that the guidewire broke off during procedure and the broken segment was successfully retrieved with an alligator. No patient injury reported.

Manufacturer narrative:
The proximal segment of the guidewire was returned for analysis. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. (B)(4)